Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the fluid deficit rose to 1020 cc and the physician aborted the procedure. The physician then removed the hysteroscope and "the patient was oozing blood from the uterus". The physician injected "vasopressin para-cervically" which resolved the bleeding. No perforation was noted. No further intervention was required.